Event description:
We have noticed that qs/1 has not been flagging common interactions. We noticed one specific instance where a pt was continuously given hydrochlorothiazide and furosemide, because the qs/1 system did not alert technicians or pharmacists that the pt was taking both. We depend on our computer operating system to alert us of drug interactions. We also noticed an instance where only 4 refills of a controlled substance were authorized in qs/1 and it allowed our staff to dispense 5 refills. It does not appear that anything was entered into the qs/1 system incorrectly. This is very concerning, due to the legal issues of dispensing controlled substances that were not authorized by the physician. We depend on our computer operating system to count the number of refills authorized correctly. We also noticed an instance where qs/1 transferred 11 refills from remote 1 when it should have transferred 4 refills -the amount remaining on the rx-. Our system is still locking up when we hit save after a transfer. Our system is still giving us an error stating that rx has already been filled today when an rx is transferred into our store -not filled- and then later entered in as a new prescription.